Event description:
Pt underwent surgery in 2002, foley catheter inserted intraoperatively. Order received the next day to remove foley catheter. Foley catheter balloon only partially deflated. Syringe left on balloon access port approx 3 1/2 hrs when all water eventually drained into syringe. Foley catheter was then removed without difficulties.